Event description:
Per the clinic, the device was explanted on (B)(6) 2012, for unspecific device reason. The patient was reimplanted with another manufacturer's device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)